Event description:
It was reported that the patient was going to have an MRI of their head and brain. It was reported that the patient¿s system had been explanted about 1 year prior to the report except for 1 lead. The implantable neurostimulator (ins) was not working prior to the explant. An x-ray of the patient¿s back was performed and showed the last 4 contacts of the last lead. It looked like the tip of the lead was at the ¿ligament of inflamat.¿ the rest of the lead was posterior to the spinal cord in between the spinal process. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# v549686, implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3888-33, lot# v549686, implanted: (B)(6) 2011, product type: lead; product ID 3487a-45, lot# v542023, implanted: (B)(6) 2011, product type: lead; product ID 3487a-45, lot# v541118, implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported the patient¿s device was explanted on 2012-(B)(6) because it was ¿no longer effective for pain management¿.